Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). (B)(6).

Event description:
Case 1 of 2. Shoulder stabilisation; the avenue hospital (B)(6) 2018. It was reported that when implanting anchor, after suture had been passed and whilst tying down, the suture became separate from the anchor ie it was pulled out directly. The anchor remained in the bone however the suture and knot were separate - thus not completing the repair. The surgeon thinks the suture bridge inside the anchor holding the suture in, is what has been broken. This happened twice, once each in 2 different patients. Nil known adverse outcomes, however another anchor was therefore needed to complete the repairs each time. 5 minute delay to the procedure.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. Investigation summary: the complaint device is still implanted, therefore is unavailable for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A non-conformance search was performed for this part (210820), lot (l689871) combination and no non-conformance's were identified. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened, and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.